Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). Prior to procedure proper MRI programming was not done causing back up operation with loss of defibrillation therapy on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.